Event description:
The dentist reported a healing abutment screw fracture. The fractured fragment was removed and the implant remains.

Manufacturer narrative:
Upon visual inspection, healing abutment was fractured just below second thread. Fractured fragment removed and discarded. The lot number for the healing abutment was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.